Event description:
After an implantation period of approximately 1 month it was reported that the lead was explanted due to increased threshold. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Solia s 60. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual analysis did not show any deviations from the technical specifications. The values of the parameters measured during the electrical and mechanical analysis were within the technical specifications.